Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was able to confirm the customer comment that the liquid crystal display (lcd) was bleeding. It was further reported that both output connectors were broken, the green wire was pulled out on the printed circuit board (pcb) connection, the main pcb had errors found in log, the keypad window was scratched, one control knob was rusted, three control knobs were loose on encoder shaft, both battery wires in lower case were pinched, and both wires on the lcd were pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) screen had "dead pixels." The epg was returned for repair. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.